Manufacturer narrative:
The reagent lot number is 82100801, with an expiration date of 31-jul-2026. Reagent issues were excluded, as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer inspected the analyzer and found droplets on the cell rinse nozzle of the sodium hydroxide (naoh) detergent. He readjusted the whole cell rinse area and confirmed the assay and analyzer were again performing according to specifications. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable ldl-cholesterol gen.3 result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 7.45 mg/dl. The repeat result was 179 mg/dl. The physician questioned the initial result, prompting the patient sample to be rerun. The repeat result was deemed correct.